Event description:
It was reported that the battery of this implantable pacemaker to be depleting prematurely. A request was made to have data from this device analyzed. The device was evaluated on 07 september 2021. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker to be depleting prematurely. A request was made to have data from this device analyzed. The device was evaluated on 07 september 2021. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker to be depleting prematurely. A request was made to have data from this device analyzed. The device was evaluated on 07 september 2021. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.